Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2014 at 12:15pm. The patient stated that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that she began to ¿shake¿ a couple of minutes after the alleged issue began. The patient denied receiving any treatment in response to this symptom. At the time of troubleshooting, the csr noted the subject meter was being used for the first time. The csr confirmed there was no indication of misuse of the device and that the correct test strips were being used for testing. The csr noted the patient was not following the correct testing process and the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter error message began to appear.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.